Event description:
The pt reported that her infusion device stopped working due to the power pack depleting too early. The pt stated in 2006, she inserted a new power pack that was sent to her per the power pack recall. The following month, the pt began to feel tired, eyes felt heavy and she was experiencing frequent urination, so she checked her blood glucose. The pt's blood glucose did elevate to 470 mg/dl. The pt then checked her infusion device and noticed that the display screen was blank. She stated that the infusion device shut down without any alerts. She stated that the power pack was in use for 10 days before depleting. The pt inserted a new power pack and the infusion device started working properly. She administered a correction bolus to counteract her elevated blood glucose. The pt checked her blood glucose about an hour later and her blood glucose was in an acceptable range. The pt did not report assistance by a healthcare professional or second party to address the issue. The product has been requested to be returned for evaluation.